Event description:
This 68 year old female had a pacer system revision in 1995. She presents now with progressive marked increases in lead impedance and evidence of clear-cut lead erosion at the level of the clavicle/subclavian intersection. There has been no symptomatic pacemaker failure. Invasive lead interrogation confirmed marked increase in lead impedance (133 ohms). The lead was capped and replaced with a bipolar pacing system which required a new pulse generator system. The explanted pulse generator (medtronic, model #8961) was returned to the MFR via the sales rep..this 68 year old female had a pacer system revision in 1995. She present now with progressive marked increases in lead impedance and evidence of clear-cut lead erosion at the level of the clavicle/subclavian intersection. There has been no symptomatic pacemaker failure. Invasive lead interrogation confirmed marked increase in lead impedance (133 ohms). The lead was capped and replaced with a bipolar pacing system which required a new pulse generator system. The explanted pulse generator (medtronic, model #8961) was returned to the MFR via the sales rep.